Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is completed.

Event description:
It was reported that there was blood build up where the head attaches to the handpiece. There was no pt involvement or adverse consequences.